Event description:
The complainant had an impella cp placed for support of a 61-year-old male patient admitted with cgs/ami. The pump was supporting the patient and allowed for transfer to tertiary medical center. At the transfer a groin site ooze occurred which caused the team to intervene with 1 unit rbcs and a change of dressing. The pump remains on for support.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation into the access site bleeding ¿ major issue has been completed since the initial report was submitted. The device was not returned for investigation. The root cause of the access site bleeding was most likely due to use issue since best practices have clearly not been followed as angle matching was not performed on catheter.